Manufacturer narrative:
Customer discarded.

Event description:
It was reported that during a surgical procedure at the user facility, the device stopped working after 100cc of blood was collected. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.